Manufacturer narrative:
Concomitant products: product ID: 7496, serial# (B)(4), implanted: (B)(6) 1990, product type: extension. Product ID: 3586, serial# (B)(4), implanted: (B)(6) 1990, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device was put in 1990 and just quit working saturday. The patient has had 35 back surgeries in the last 34 years. The patient lived on oxy and spinal cord stimulator (scs) system. There were only 10 surgeries before implant, not related to the implant because pain down legs. Went to 10.5 when first got the implant and knew the feeling of the stimulation increasing. There was no stimulation sensation. The patient had pain since it stopped working. There was a loss of therapeutic effect. If additional information is received, a follow-up report will be sent.